Event description:
It was reported by the customer that they was alarming button error and upon inquiring further, it was discovered that they had low blood glucose levels. Customer stated their blood glucose level was 17 mg/dl at the beginning of the event. Customer advised to disconnect from pump. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin exited tubing. Insulin pump did not alarm and customer was advised the device was functioning properly. Blood glucose level was 596 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.